Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery voltage measurement was low. It was noted that the low voltage was a result of a battery measurement outlier that occurred in the data set and subsequent transmissions would be okay. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis, however, performance data collected from the device was received and analyzed. A single low voltage battery measurement was observed. If information is provided in the future, a supplemental report will be issued.